Event description:
Subsequent to the previously filed report, additional information was received that the mr increase may be related to the clip rotating a few degrees and the clip opening. Both leaflets remain inside the mitraclip. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A definitive cause for the reported mechanical issue (clip opening) could not be determined in this incident. The partial clip movement and recurrent mr were secondary effects of the mechanical issue (clip opening), therefore, were related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed on the xtr clip to report the clip opening slightly, clip mobility, and increase in mitral regurgitation. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2018 during deployment of the xtr mitraclip the clip arms opened slightly (approx. To 10-15 degrees). After clip deployment, the clip rotated some degrees, resulting in a change in the viewing angle which could have led to a slight misjudgment of the opening angle. A second mitraclip, a mitraclip ntr, was implanted reducing mr grade to 2. During the following day, (B)(6) 2018, the physician noticed some mobility on the xtr clip via an echocardiogram and mr grade was 2-3; although both leaflets were still inside the clip. In the opinion of the physician, the increase in mr grade and clip mobility may be related to the xtr clip opening slightly during the procedure; one or both leaflets may have moved slightly during deployment. There was no leaflet or chordal damage related to the implanted clip. The patient condition is stable. There is no current plan for additional procedures. No additional information was provided.